Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to incorrect use of device during review of provided information. The customer utilized the pads for pacing for 18 hours during the event. However, as per the IFU, the pads are recommended to be check every 30 minutes and replaced after 8 hours of use to maximize patient benefit. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a 77-year-old female patient, after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.